Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head's label was delaminated. The head's label was replaced. It was also indicated that the head failed incoming tests. The cable was replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head had no pad. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.